Manufacturer narrative:
The pod was received in the fully deployed state. The slide insert and linkage assembly were observed to be in the deployed position through the top housing. The soft cannula and needle were deployed. The downloaded data indicated no timeouts, drive stalls, or rotational sensor errors that would contribute to the needle and soft cannula not deploying. The pod delivered 55 pulses completing both first and second prime with no bolus delivery. Inspection of the needle mechanism assembly found no damages or deficiencies that would contribute to reported cannula and needle did not deploy. Upon resetting the needle mechanism it was observed that the needle mechanism deployed as intended. It cannot be determined when the soft cannula and needle deployed.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported that the needle and cannula did not move forward when the pod was activated; this indicates a needle mechanism failure. The pod was not worn.